Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On 05/05/2026, it was reported that the patient self-treated with taking glucose powder. After treatment the patient experienced nausea and vomiting. When a fingerstick was taken by a family member, the cgm reading was 40 mg/dl, and the blood glucose reading was 340 mg/dl. The patient went to the hospital and was treated with intravenous insulin. The patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.